Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 1, 2021 section d9: returned to manufacturer: yes section h3: device evaluated by manufacturer: yes device evaluation: the complaint product 1mtec30 cartridge was received in a plastic bag. Visual inspection at 18¿ distance and using microscope magnification was performed. The cartridge tip was observed with a crack defect. Some residues of lubricant were observed only at the cartridge tip. The condition of the cartridge returned is consistent with a unit that has been damaged by the impact of the metal rod tip from the hand piece tool during surgical process. The rod tip override the lens and protrudes through the cartridge creating ¿cartridge tip damaged/cracked¿. The reported issue was verified on the return. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing record review: the manufacturing process record review could not be performed as the lot number is unknown. The complaint history review could not be performed as the manufacturing lot number is unknown. As special request, a historical complaint search was performed from may 2019 to may 2021 to know how many complaints have been received related to the reported issue. The search revealed nineteen (19) complaints related to the reported issue. There was no reported patient impact. This type of complaints is monthly monitored and there was no trend identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, the surgeon observed something like debris together with the iol in the patient¿s eye. The cartridge (1mtec30) was checked and found that the lower part of the tip was damaged. The debris of the cartridge remaining in the eye was removed with tweezers. The surgeon did not know the cause of this event. The iol power was 20.5 diopter that was considered to be normal. It was confirmed that the event did not impact the patient; however, the surgery time was delayed for about 5 minutes. The cartridge breakage was unable to be confirmed by the customer when the device was set to the injector as it was the lower part of the cartridge. There was no patient injury reported. No further information was provided.